Manufacturer narrative:
My solution analysis m_fiu_ops_pc_11032000 (lot. 02195s): our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
In the same case the surgeon wrongly inserted the myspine guide and the screws in an already instrumented level. Wrong position of t12 guide and then 4 screws were placed in t11. The wrong screws have been removed and replaced in the correct level. The next levels and screws have been correctly placed.